Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. External insulation abrasion that had breached the insulation consistent with friction to the device can was found at 6.4 cm to 6.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.